Manufacturer narrative:
Pump received with currents in spec. Pump received with intermittent button response due to corroded keypad traces. No blank display anomaly noted. However pump received with c13/lcd puncturing through the isolating tape. Missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer also reported intermittent blank displays. Blood glucose level at the time of the incident was 145 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.